Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during this implant procedure, elevated threshold measurements and pacing impedance measurements greater than 2000 ohms were observed on the atrial channel. The lead was an attempted implant. The associated device was implanted and interfaced to a replacement atrial lead. No adverse patient effects were reported.